Manufacturer narrative:
This report is submitted on (B)(6) 2024.

Event description:
Per the clinic, the patient underwent a skin revision surgery and an abutment removal under general anesthesia on (B)(6) 2024. The implanted device remains.